Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient had an early elective replacement indicator (eri) message. It was noted that the patient used the spinal cord stimulator (scs) 24 hours per day and had the rate set at 130hz. Reprogramming was performed. The patient saw an elective replacement indicator (eri) message on the programmer. The manufacturing representative interrogated the patient¿s implantable neurostimulator (ins) on the day of the report. It was noted that the patient had 2 programs both with guarded cathodes with an amplitude of around 3 volts but the rate was set at 130hz. Battery use was at 96%. No patient symptoms were reported. Additional information received reported that the patient received the eri message on (B)(6) 2014. The patient was in the process of being scheduled for replacement but it had not yet been replaced. It was noted that the patient was in ¿continuous mode¿. It was also noted that the patient was receiving effective therapy.